Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the knurled knob will not secure was confirmed. An assessment was performed on the device which found that the device was powerbroken (runs in the load position) confirming the complaint that the knurled knob will not secure. It was also found that the cutter stopped spinning and the teflon seal was protruding from the swivel. During repair it was observed that the lock cylinder was damaged and the pins were broken off the driveshaft. It was determined that the assignable root cause of the device being powerbroken and the cutter not spinning is due to user error by trying to run the device in the load position. The assignable root cause of the teflon seal protruding is due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly..

Event description:
It was reported from (B)(6) that during routine maintenance and testing it was observed that the ¿knurled knob will not secure¿ for the motor device. During in-house engineering evaluation it was found that the device was powerbroken. It was also found that the cutter stopped spinning and the teflon seal was protruding from the swivel, the lock cylinder was damaged, and the pins were broken off the driveshaft. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. It was reported that there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.